Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to failing final functional testing of the link electronic module (lem) board. It was also noted that the lower bullets were worn. The left and right cord bay latches were worn. The front latch from the base frame of the keyboard was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.